Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 5 additional complaint related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac051 indicated that 2031 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac051 met release specifications. As of 11/20/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac051 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac051 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported to fresenius customer service that they received an hd machine alarm for low conductivity values from citrasate during a patient¿s treatment. Upon follow up, the bmt reported that during one patient¿s hd treatment, the hd machine alarmed for low conductivity and resulted in an extra hour of treatment time. The theoretical and actual conductivity values are not available. The bmt indicated that there was no information captured for the patient that experienced this issue because the patient was able to complete their treatment with the same citrasate batch after adjusting the conductivity limits on the machine. There were no adverse events, serious injury, nor required medical intervention. All remaining cases of the reported batch were picked up by fresenius customer service. The clinic is currently using naturalyte dry bi-carb lot 20lxbc007.